Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent thrombosis occurred. The patient presented with st-elevation myocardial infarction. The target lesion was located in a coronary vessel. A 2.50x16mm synergy drug-eluting stent was then deployed. The patient was sent to intensive care unit and 45 minutes later, stent thrombosis was noted. Another bsc stent was implanted for treatment. No further patient complications were reported and the patient was stable.